Event description:
It was reported that at follow up, an alert was received that charging was annulled due to possible output circuit damage. Low lead impedance was observed. System was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported filed event of output anomaly was confirmed in the laboratory. Analysis of the device found damage to the high voltage circuitry which prevented high energy output of the device. The damage to the associated lead seen in consistent with the damage to the device circuitry. Otherwise, the device performed according to the specifications. No other anomalies were found.